Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, a company rep reported the pt experienced issues while using the infusion sets. The pt stated the infusion tubing became disconnected from the infusion site and he did not receive insulin. He compensated by injecting insulin via syringe. Upon f/u with the pt on (B)(6) 2011, he stated that he does not believe the infusion sets were delivering the proper amount of insulin due to elevated blood glucose of 275-400 mg/dl. His target blood glucose range is 80-140 mg/dl. He stated, the insertion needle was not straight and did not appear to be at a 90 degree angle. He stated that a couple of times, the headset adhesive was wet with insulin and a few times while sleeping, the infusion tubing disconnected from the site. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. The infusion sets were replaced. No product will be returned for eval.